Manufacturer narrative:
Operational context caused or contributed to event (damage to the balloon and the subsequent rupture occurred due to use of the device) (B)(4).

Event description:
Device evaluation: the distal tip was slightly flared. The stent was positioned on the balloon between in the shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments. It was not possible to inflate the balloon. The distal shaft was cut distal to the guidewire entry port and negative prep detected the presence of a leak. On pressurization of the balloon the cones were partially expanded and a leak was observed from the proximal pillow. Visual inspection confirmed a short longitudinal tear on the outside of the balloon fold. The edges of the tear were jagged and uneven.

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion. Device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed. The lesion was not pre-dilated. The stent was unable to cross the lesion and it was removed and the lesion was then pre-dilated. The device was reinserted and positioned without issue but the device failed to inflate on 1st inflation. Resistance was encountered when advancing the device. The lesion was pre-dilated and another resolute integrity was used to treat the patient. There was no patient injury reported.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Failure to follow instructions (lesion not pre-dilated prior to 1st attempt to cross lesion). No results available since no evaluation performed (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusion: failure to follow instructions (lesion was not pre-dilated prior to 1st attempt to cross lesion). Unable to confirm complaint (device or procedural images not provided for review). Unknown (root cause could not be determined). Device not returned (no evaluation will be performed). (B)(4).